Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds and intermittent undersensing during high rate episodes were noted on the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event.